Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the right ventricular (rv) lead exhibited noise. No additional information or patient information was provided.